Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that main drawer 6.2 was showing open when closed and replaced the hard stop assembly with sensor, after which the drawer showed closed but did not open. Further inspection identified a broken solenoid spring, which was replaced, and the pharmacy successfully recovered the drawer. The drawer was then tested in diagnostics and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 4ortho2 station drawer failed and unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.